Event description:
Instrument operator splashed reagent in their eye while changing the reagent bottle. They flushed their eye for 15 minutes and received treatment in the e.r. They state that their eye is now okay.